Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was difficult to place and "passed through the sinus vein." The patient experienced a tamponade. The lead was not implanted, and no lv lead was used. No further patient complications have been reported as a result of this event.